Event description:
It was reported that right atrial (ra) lead exhibited out-of-range pace impedance measurements and noise. Undersensing resulting in over pacing in the ra was also noted in an episode. Minute ventilation (mv) was also disabled due to a signal artifact monitor (sam) event due to noise. A lead fracture was suspected. The ra lead remains in service. No adverse patient effects were reported.